Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition and a stiff latch lock. A 'system fault: 41,100' error was revealed in the event history log. Functional testing was able to duplicate the reported problem. The root cause was unable to be established. To address the issue, the error code was cleared. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 44110. The event occurred during preventive maintenance. There was no patient involvement and no patient harm.